Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: liquid in the cavity under the piston during solvent sampling. The incriminated device has been preserved and is at your disposal for an expertise, the conclusions of which I would like to know. Therefore, please send me a colissimo label or arrange for a courier to take the device back.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1912299, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. (B)(4) retained samples of lot 1912299 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: liquid in the cavity under the piston during solvent sampling. The incriminated device has been preserved and is at your disposal for an expertise, the conclusions of which I would like to know. Therefore, please send me a colissimo label or arrange for a courier to take the device back.